Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd phaseal" protector p21 experienced leakage between the protector and vial. The following information was provided by the initial reporter: leakage phaseal p21. A nurse was preparing piperacillin/tazobactam with phaseal protector p21. When shaking the vial it started to leak on gloves, floor and tabletop. According to the nurse the protector was assembled properly.

Event description:
It was reported that the bd phaseal¿ protector p21 experienced leakage between the protector and vial. The following information was provided by the initial reporter: leakage phaseal p21. A nurse was preparing piperacillin/tazobactam with phaseal protector p21. When shaking the vial it started to leak on glowes, floor and tabletop. According to the nurse the protector was assembled properly.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time.